Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., b.5., b.7., h.8.

Event description:
Additional details from the hcp were received noting the cephalaxin (keflex) was first prescribed 7 days after event onset as opposed to 4 days. The patient was evaluated by the injecting hcp about two weeks later and area was palpated. The skin lesions were raised and red. Patient was prescribed an additional keflex 250mgs qid for a week at this time. Hcp additionally classified event as a "delayed inflammatory reaction". The patient had been using heat on their own without guidance, but was advised to discontinue and use ice. Three days after the supplemental evaluation, patient was also prescribed topical mupirocin ointment 2% 22gm. Patient still being treated and event ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with one syringe of juvéderm voluma® xc in the cheeks and one syringe of juvéderm vollure¿ xc in the lips. Patient reports they experienced adverse events starting 15 days later including "delayed abscess boils in both cheeks, lumps and redness in the cheeks and lips and an infection in their jawline". Patient was prescribed cephalexin 4 days later and then was prescribed linezolid about two weeks later. Events are ongoing.